Event description:
It was reported that a spectrum iq infusion pump alarmed system error 322 (link switch error (low)) in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem ¿error 322, latch switch error¿ was reproduced after loading a set. A review of the event history log revealed "system error 322" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification lower link switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.